Event description:
It was reported that this pacemaker was exhibiting loss of capture on atrial auto capture, which increased the voltage up to 5 volts. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker was exhibiting loss of capture on atrial auto capture, which increased the voltage up to 5 volts. An alert was detected for the right atrial automatic threshold (raat) greater than programmed amplitude or suspended. It appears that the raat went into suspension for five consecutive days and did not result in a valid automatic threshold measurement. A successful automatic threshold test was eventually performed. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.